Event description:
Customer reported that he wakes up at night with high blood glucose readings. Customer stated that they changed infusion set and it took half a day for the high blood glucose readings to come down. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.